Event description:
It was reported that deflation failure and shaft break occurred. The target lesion was located in the left main coronary artery. A 4.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, after going up on the stent to nominal the distal portion of the stent, balloon would not fully deflate even after it was inflated to burst. The device was pulled out and found that the shaft was broke. The procedure was completed using the original device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is a combination product. Synergy ii us mr 4.00 x 20mm stent delivery system was returned for analysis broken into 2 sections and without a stent. No stent returned. The balloon was reviewed, there was no stent on the balloon. The balloon appeared to be in a deflated state with dried red blood like substance noted inside the balloon. No damage was noted to the balloon. A visual and tactile examination of the shaft polymer extrusion found a break in the mid-shaft at the port bond site. The break caused the corewire to be exposed and the distal section to be separated from the proximal. Stretching and twisting of the mid-shaft section and the inner/outer shaft polymer extrusion section was also noted. A visual and tactile examination of the hypotube found multiple hypotube kinks. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is a combination product.

Event description:
It was reported that deflation failure and shaft break occurred. The target lesion was located in the left main coronary artery. A 4.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, after going up on the stent to nominal the distal portion of the stent, balloon would not fully deflate even after it was inflated to burst. The device was pulled out and found that the shaft was broke. The procedure was completed using the original device. No patient complications were reported and the patient's status was fine.